Event description:
A patient reported experiencing inaccurate low results with a sure step meter. The patient's blood glucose results were 100 compared to the labs 150 mg/dl. Tests were done within 10 minutes. Patient has been cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.